Event description:
It was reported that during a percutaneous coronary intervention (pci) a portion of distal tip of imaging catheter detached and remained inside the patient's body. The lesion being treated was 90% stenosed with severe tortuosity of proximal of right coronary artery (rca). A guide catheter and guide wire were inserted, and then balloon catheter was inflated to 14 atms in the lesion. An intravascular ultrasound (ivus) catheter was inserted and a good image obtained, but the image disappeared, the physician tried to withdraw the catheter and he encountered resistance. The guide wire had bent during the procedure and wedged between the guide catheter and blood vessel in a "z" shape. The physician was able to remove the guide catheter, the guide wire and the imaging catheter. Upon angiography, the separated distal tip of the imaging catheter was found in the vessel around the rca mid. The physician inserted a different guide catheters twice in order to snare the tip, but was not successful. The detached tip was moved from the rca mid to the rca distal and remained in the atrio ventricular branch or the posterior descending artery. The stent to treat the lesion was deployed in the target lesion and the procedure was completed. An additional procedure for retrieving the tip is not scheduled. The patient was reported to be in good condition.